Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent an email to report that while removing several tampons, they had split down the middle. No injury was reported.